Event description:
It was reported that a patient presented to clinic. Device interrogation revealed high capture threshold on the left ventricular (lv) lead. Chest x-ray was performed and revealed loss of slack and dislodgement on the lv lead. Programming changes were performed to resolve the issue. The patient was discharged in stable condition.